Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump battery was low. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the sleep current measurement, displacement test, active current measurement test, and self test. Thump software was utilized to upload trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past to confirm complaint codes. The adapt tool reveals a low batt alarm on 11/06/2024 at 06:29:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. In addition, pump error 63 was noted on 10/07/2024 at 06:59:16.000. File number = 2017 and line number = 147. Per software engineering log, pump error 63 is a hardware error with twi interface or with ad5161 chip. Isolate to electronic assembly. Unit tested successfully. No relevant alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with the following cosmetic damages: cracked keypad overlay at select button and scratched case. In conclusion, customer concerns were not confirmed when unit tested successfully and the battery duration failure analysis instructions revealed that the customer did not experience an unexpected power loss of less than 7 days. However, pump error 63 was noted and is a hardware error with twi interface or with ad5161 chip. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.